Event description:
The customer reported erratic blood glucose readings with test strips. On 9/3/96, the customer opened the first bottle from a box of fifty. The first three readings were 24,27 and 21 mg/dl. The fourth reading was 184 mg/dl. All test were performed within a 15 to 20 minute time span. The customer stated that he obtained low readings in the 20 mg/dl range with approx. Three of every four test strips. He has used all of the strips from the first bottle and approx half of those from the second bottle. The customer performed a check strip test with the co representative. The result was 88 versus a range of 77-98. Because the customer did not have normal control solution, a normal control solution test was not performed with the representative. The desiccant was present in the first bottle and is present in the open bottle. The customer stores his test strips in the bedroom.